Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the luer lock of the infusion set broke during use. Patient stated he noticed the luer lock had broken apart from the pump while on the golf course. Patient returned home and changed the infusion set. No adverse event reported. Requested return of the alleged infusion set and replacement was sent.